Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a loss of efficacy in their back/legs. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient no longer had the pain at the lead insertion point and it seemed to have gradually improved. It was noted that the event was not due to programming. The pain was not only when the patient bent at the waist and was out of bed for too long; their pain was rated as 5-5-2 while resting in bed. The outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that it was painful over the patient¿s implant site, the patient had a shocking sensation/pain at the location where the leads were inserted, and the patient had a level of pain that was severe/undesirable level of pain in their back/legs. It was noted that the pain over the patient¿s implant site was unlikely related to the device or therapy and possibly related to the implant procedure; no actions were taken and the outcome was unresolved with no further action planned as it was noted the patient could not see their physician due to financial difficulties. It was noted that the severe pain was possibly related to the device or therapy, unlikely related to the implant procedure, and it was unknown what the etiology was; no actions were taken and the outcome was ongoing as it was noted the patient could not afford to see their physician. It was noted that the shocking sensation/pain was possibly related to the device or therapy and unlikely related to the implant procedure. No actions were taken, the event was ongoing, and the patient agreed to contact their manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions were taken to resolve the shocking sensation/pain at the location where the leads were inserted. No further complications were reported/anticipated.